Event description:
The electrosurgical unit (esu) outputted energy when the forceps were not manually activated.

Manufacturer narrative:
Please note that this is a reusable device and neither the lot number nor the number of usages were provided. Conmed inquired about the sterilization process used, but conmed has not received a response to this inquiry. If conmed should receive info that illustrates the misuses by the customer, a f/u report will be filed.